Event description:
It was reported that the patient experienced dyspnea. An x-ray observed the right atrial (ra) lead and left ventricular (lv) lead was dislodged. The patient was treated with medication and pacing reprogramming was performed. A revision was performed resulting in replacement of the ra and lv leads. The patient is a participant in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c174awk, implantable cardioverter defibrillator, (B)(6) 2010; 693565, implantable tachy lead, (B)(6) 2010; 5076-58, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.